Event description:
Same case as 1527460-2013-00034. The complainant reported an over-delivery. The pump set was primed at 11:45 pm and by 5:00 am, the entire liter had been infused. No rate or volume information was provided. Subsequently, the patient was admitted to the hospital for aspiration pneumonia. The facility was not aware of any problems with the patrol set. The facility does not know if the safe-t-valve had been cut. The patient outcome is recovered.

Manufacturer narrative:
(B)(4). Abbott nutrition standard procedure includes attempting to obtain all required information from the source.